Event description:
Customer reported keyboard would not allow data input, and there is a charger fail error. Not pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. System operates as intended.